Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced ventricular tachycardia (vt) that was treated with lidocaine, atrial fibrillation that was treated with lopressor, and additional runs of vt that subsided with no specified resolution.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The impella 5.5 pump was returned. Visually inspected and observed no kink in catheter or other damages to the pump. There was no burr or rough edges found in the return pump. Optical bench 5s parameters were verified and all were found to be in a normal range. The pump passed the light continuity test and no placement signal issue alarms reproduced. No other abnormalities were observed. Data logs were reviewed, contrast observed to decrease for 98 hours and recover back to normal range. All other light, lamp, gain were stable during the case. No placement signal issue alarms found. Few impella position in aorta alarms found but did not look like false alarm due to placement signal monitoring not being disabled. The intermittent waveform abnormality did not reproduce with the pump and console during return product investigation. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. E1 middle name was incorrectly reported on the initial manufacturer device report number 1220648-2024-11347. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-11347.